Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the patient line of a homechoice automated pd set with cassette. This was identified during the initial drain cycle of peritoneal dialysis therapy while the patient was connected. During troubleshooting, there was nothing unusual noted with the supplies. The technical service representative (tsr) reviewed proper procedures with the caregiver (cg) and advised the cg to restart therapy using new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.